Event description:
It was reported to boston scientific corporation, that following a pelvic floor repair procedure in 2009, using an uphold vaginal support system, the pt was in retention. The physician placed a catheter in the pt. No further info about the event or pt has been forthcoming.

Manufacturer narrative:
The complaint indicated that the device was implanted and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.